Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the rv (right ventricular) lead. There were 15 non -sustained tachycardia episodes with v-v intervals less than 220 ms between (B)(6) 2016. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. The rv pace impedance was steady at approximately 409.65 ohms through (B)(6) 2016. The rv pace impedance rose to 684 ohms by (B)(6) 2016 and to 779 ohms by (B)(6) 2016. Analysis of the device memory indicated pacing capture threshold in the rv was elevated. The rv capture threshold was consistently out of range starting (B)(6) 2016. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The lead failure predictor was triggered on (B)(6) 2016 due to sic (sensing integrity counter) and lead impedance. Concomitant medical product: 383059 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds and short v-v intervals. The patient reportedly had had a fall a few months prior to the lead issues where they had suffered multiple broken ribs. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.